Event description:
After placement of the subject lead, fluoroscopy revealed damage sustained to the svc defibrillation coils. Removal of the lead confirmed the damages, so the subject lead was not implanted. Reportedly, no excessive manipulation was performed on the lead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the analysis concludes that the lead conforms to all electrical specifications. The damages observed to the defibrillation coils in this case were caused during the manipulations of the lead during the implantation attempt, as reported by the physician. These damages are attributed to passage of the lead through a constricted opening during the implant attempt. It is highly unlikely that the damage caused to the defibrillation coils would have led to any future complications, and it is noted that the electrical parameters are not compromised by this damage. Regarding the component detachment identified adjacent to the proximal electrode, the analysis could not determine the cause of this damage, but it is likely that it was sustained during the implant attempt, since there are manufacturing controls in place to disallow such defects.